Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump shut off; she changed the battery and it alarmed failed battery test. Customer has tried 4 different batteries. Customer did not receive a low battery alert prior to the off no power alert. Device was not dropped or bumped and contacts on the battery cap are not missing or damaged. Customer reinserted the battery and did not receive failed battery test alarm. Battery cap replacement sent. Blood glucose value is 74 mg/dl. Nothing further reported.